Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "capsular contracture, grade 3" and "sudden swelling develop" with a right side device. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture, grade 3" and "sudden swelling develop" with a right side device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9., h.3., h.6.